Manufacturer narrative:
A new right ventricular lead was successfully implanted. The explanted lead was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted, should further information be provided.

Event description:
Boston scientific received information that one week post implant, this right ventricular lead exhibited exit block due to dislodgement. A revision procedure was performed; the lead was removed and replaced. No additional adverse patient effects reported.